Event description:
The patient contacted animas on (B)(6) 2012, alleging that they received a letter from animas in regards to the keypad. The patient mentioned that they have issues with the tactile changes in the keypad when using the up and down button. Patient mentioned that the buttons are intermittently responsive. Patient noticed the alleged issue approximately 2 months ago and claims it has become progressively difficult to use. Patient denied any water intrusion or trauma to pump. The patient did not report any symptoms due to the alleged issue. The alleged issue was not resolved and the product was replaced. There is no evidence that the product caused or contributed to a serious injury. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, up arrow, down arrow and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. The ok button key responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.